Event description:
Reportedly, the pt had a pacemaker implant due to complete av block. This pt had also pneumonia, and her condition was not well at the operation. Normal pacing was observed at the implant. Then the pt had coldness of limbs and cyanosis and its condition was deteriorating; heart rate was around 30bpm with a blood pressure unmeasurable. Pacing pulses were observed, but pacing failure was also confirmed. A cardiac arrest occurred and the pt's death was confirmed. The physician reported that the pt had a serious pneumonia, thus the pt's death is not likely caused by pacemaker; however, he requested an analysis of the device because the pt died the next day of pacemaker implant.

Manufacturer narrative:
(B) (4). The returned device was submitted to the electrical test which is performed at the end of the mfg process: no anomaly was noted, i.e. The electrical characteristics of the returned unit were within specifications.